Event description:
It was reported that the patient's seizures had been "out of control"; recently. Patient was in hospice due to seizures. Attempts for further information have been unsuccessful to date.